Manufacturer narrative:
(B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set tubing detached from body event on 26-aug-2024. The infusion set was in use for 3 hours. No further information available.